Event description:
Healthcare professional (hcp) reports 4 fiber leaks noted by blood in the dialysate compartment during the onset of the pt treatment. New disposables used to continue the treatments without incident. The dialyzers were reused prior to the reported events; exact number of times unknown. No pt injury or medical intervention noted.